Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the first one ended up causing an air embolism due to faulty sheath. When they removed the wire and inner dilator, the doctor heard a hissing sound (clinical symptom that indicated suspicion of air embolism). New sheath (second sheath mentioned) from shelf stock was used to replaced the defective sheath. The patient was intubated and ventilated as a direct result of the air embolism and turned on the left side. No other diagnosis/condition cause the patient to require intubation/ventilation. The catheter was not repaired. There was no luer adapter issue. Tego was not utilized. There was no blood loss and blood transfusion was not required. Air embolism was the patient symptom or complication associated with this event. There were no additional interventions/treatments required due to the air embolism. There was no cleaning agent(s) used on the device. There was no other defects/damages found on the product observed. There was nothing unusual observed on the device prior to use. No flushing done prior to use. Patient was stated to have recovered.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the first one ended up causing an air embolism due to faulty sheath. When they removed the wire and inner dilator, the doctor heard a hissing sound (clinical symptom that indicated suspicion of air embolism). New sheath (second sheath mentioned) from shelf stock was used to replaced the defective sheath and completed the procedure. The patient was intubated and ventilated as a direct result of the air embolism and turned on the left side. The patient had prolonged hospitalization due to the event. No other diagnosis/condition cause the patient to require intubation/ventilation. The catheter was not repaired. There was no luer adapter issue. Tego was not utilized. There was no blood loss and blood transfusion was not required. Air embolism was the patient symptom or complication associated with this event. There was no cleaning agent(s) used on the device. There was no other defects/damages found on the product observed. There was nothing unusual observed on the device prior to use. No flushing done prior to use. Patient was stated to have recovered.

Event description:
According to the reporter, during procedure, the first one ended up causing an air embolism due to faulty sheath. When they removed the wire and inner dilator, the doctor heard a hissing sound (clinical symptom that indicated suspicion of air embolism). New sheath (second sheath mentioned) from shelf stock was used to replaced the defective sheath. The patient was intubated and ventilated as a direct result of the air embolism and turned on the left side. No other diagnosis/condition cause the patient to require intubation/ventilation. The catheter was not repaired. There was no luer adapter issue. Tego was not utilized. There was no blood loss and blood transfusion was not required. Air embolism was the patient symptom or complication associated with this event. There was no cleaning agent(s) used on the device. There was no other defects/damages found on the product observed. There was nothing unusual observed on the device prior to use. No flushing done prior to use. Patient was stated to have recovered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.